Event description:
Pt began experiencing pain. Revision surgery revealed polyethylene wear of the acetabular insert. The femoral head component was also revised at this time.

Manufacturer narrative:
Summary of evaluation: the device has not been returned for evaluation. Attempts to obtain the device have been unsuccessful. The information provided suggests this event would be patient related.